Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the crani attachment device had a drilled tip and broken foot. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Date of this report: the date of this report was documented as unknown in the initial report. The report date has been updated as nov 25, 2015. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the protective foot plate had been drilled into and was cracked. It was further determined that the cutter, attachment, and drill were assembled improperly and the sterilization procedures were not being followed properly. The assignable root cause was due to component damage caused by misuse / abuse and possibly user error and not following proper sterilization procedures. If additional information should become available, a supplemental medwatch report will be sent accordingly.